Event description:
It was reported that during preventive maintenance, the lower display of the epg (external pulse generator) was found to have missing segments, and the case was broken. The epg was later returned for repair with additional information that the knobs were hard to turn. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of specification with segments missing, and the upper and lower cases were broken. It was also noted that the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, the battery drawer was contaminated, the serial number label was damaged, and the battery flex was contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.